Event description:
The clinician reported that nearly four months after the dental implant was placed, in ada site #4 of the patient's mouth, lack of osseointegration was verified. The device was forwarded to the manufacturer for investigation. The site was infected at the time of event, no further complications were observed.